Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified alarm and had keypad issues. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had weak battery, no delivery alarms, wear and tear damage, motor grinds. The insulin pump will not be returned for analysis.